Manufacturer narrative:
The returned device was evaluated and investigation found no defects or deficiencies that would contribute to a failure of the pod¿s ability to deliver insulin. The device download data shows no increase in pulse widths or signs of struggle.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels read high (>500 mg/dl) while wearing the pod for longer than 48 hours. Once at the hospital the patient was treated with intravenous insulin and fluids. In addition a new pod was applied. The patient's blood glucose and insulin history are as follows: (B)(6).